Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered max boluses which were not programmed. Customer stated at night he rolls over on the insulin pump and the "b" button must be malfunctioning. Physician thinks so as well. Customer stated that he is a fragile diabetic. Customer stated that the blood glucose could start at 300 to 400 range and he corrects with a bolus in five minutes, the blood glucose level drops to 30 to 40 range. The current blood glucose reading is 180 mg/dl. Nothing further reported.